Event description:
A customer contacted beckman coulter (bec) to report five modular glucose (glum) false high patient results generated by a synchron lx20 pro analyzer. No erroneous results were reported outside of the laboratory. The customer was running glucose in critical rerun mode. Reruns were performed and results were reported out.

Manufacturer narrative:
No issues noted were noted with calibration or qc (quality control) recovery before the event. A field service engineer (fse) was dispatched on-site and found the mc (modular chemistry) vacuum/waste lines 175 and 158 clogged with glucose reagent residue. The fse flushed out these lines associated with the glucose module which resolved the issue. The fse incidentally replaced the reagent straw. The cause of this event may be attributed to the clogged mc vacuum/waste lines associated with the glucose module. (B)(4).